Event description:
A consumer implanted for non-malignant pain reported they had numbness in the first three fingers on their left hand which had been going on for some time, but had worsened. The consumer further reported they didn't think their stimulator was working because in (B)(6) they were feeling pulses sporadically, and then it gradually stopped and they experienced a loss of stimulation and therapy. It was further reported the consumer felt the implantable neurostimulator (ins) shifted downward. There were no traumas or falls reported related to the issue. The patient programmer (pp) was used to check the ins which showed stimulation was on. Stimulation was adjusted but it didn't resolve the issue. An appointment was scheduled with the healthcare provider (hcp) for (B)(6). The manufacturer's representative (rep) later reported an impedance check was performed with the 0, 1, 8, and 9 contacts being out of range, but everything else was within a normal range. The rep. Further reported reference 0 and 1 were all out of range. When using reference two results were the following: 3 was 492 ohms, 4 was 596 ohms, 5 was 617 ohms, 6 was 654 ohms, 7 was 682 ohms, 8 was 7,559 ohms, 10 was 592 ohms, and 11-15 were 400-600. Another impedance check was performed at three volts with reference 0 results of 13,000-33,000 ohms, reference 5 had results of 500-600 except for 0, 1, 8, and 9 which were all high. Prior to the rep. Calling the rep. Programmed a group with electrodes 4, 5, 6, 7, 12, 13, 14, and 15 and the consumer didn't feel any stimulation up to 10.5 volts. The rep. Then programmed a bipole on 4+ -5 but the consumer didn't feel any stimulation up to 10.5 volts with therapy impedances with that program at 461 ohms. It was noted the consumer's leads were cervical and they normally felt stimulation in the biceps or elbow. The physician performed an x-ray and nothing abnormal was found with no falls or traumas reported. The rep. Was going to continue working on programming options to see if the consumer felt stimulation on any bipoles. The rep. Later reported after using 4 cathodes and 4 anodes the consumer got coverage, but the issue of the high impedances still weren't resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.